Event description:
In the operating room during a wound vac replacement, a flash flame of fire developed after skin prepped with cavilon no sting barrier and a bovie was brought onto the field. The abdomen was swabbed with the cavilon sponge and incidentally the surgeon saw a blister, not related to the initial surgery, he popped and grabbed the bovie to stop the blister from draining shortly after the cavilon was applied. Both the surgeon and rn patted the patient's abdomen. Flame was out in less than 10 seconds. The embers caught on to the physician's gown which caught on fire and he patted the flames away. The patient was assessed and did not sustain any injury. Patient's skin was clear, no redness, no blistering. The rn sustained second and third degree burns. The physician sustained a first degree burn.

Event description:
In the or during a wound vac replacement, a flash flame of fire developed after skin prepped with cavilon no sting barrier and a bovie was brought onto the field. The abdomen was swabbed with the cavilon sponge and incidentally the surgeon saw a blister, not related to the initial surgery, he popped and grabbed the bovie to stop the blister from draining shortly after the cavilon was applied. Both the surgeon and rn patted the patients abdomen. Flame was out in less than 10 seconds. The embers caught on to the physician's gown which caught on fire and he patted the flames away. The patient was assessed and did not sustain any injury. Patient's skin was clear, no redness, no blistering. The rn sustained second and third degree burns. The physician sustained a first degree burn.